Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted on (B)(6) 2018 for septal shock. The patient then expired on (B)(6) 2019 due to hemorrhagic stroke. The patient's inr was therapeutic. An autopsy was not performed and the pump was not explanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the lvad was not available for evaluation as it was not explanted. A correlation between the device and the reported events could not be conclusively determined. Stroke, bleeding, and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.